Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problems and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.